Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated they had disconnected before to use bathroom and reconnected before alarm occurred. The technical service representative (tsr) had the hp cycle the power to system error 2367 occurred. Then the tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette to discard supplies. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did disconnect prior to the alarm and then reconnected to the set, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr explained alarm and assisted the hp to clear alarm and advised to contact the registered nurse (rn) there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) 02/23/2012 the regarding reported problem. The cg stated that this alarm occurred twice. The hp stated for the first 2240, it was caused by the patient. The cg stated that the patient disconnected and reconnected causing the alarm. The cg stated that the patient forgot to press stop on the machine when they disconnected. The cg stated there were no problems with the supplies from what they noticed. The cg stated that the hp just ended therapy on the machine that evening, and they finished therapy using manual supplies. The cg stated that the sample however has been discarded. The cg stated for both occasions there was no medical intervention needed. The cg stated they have discussed both alarms with the patient?s nurse to make sure everything is okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.